Event description:
The lead was placed and the hcp was about to tunnel back to the implantable neurostimulator pocket. The hcp then noticed that the lead was damaged. It was damaged at the connector that would be used to test the lead using a snap lid connector. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).